Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0056 showed nineteen other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2022 after the successful placement of the central venous catheter, it is difficult to insert the interface of the decompression sleeve, and it is difficult to insert it repeatedly.